Event description:
It was reported that during farapulse procedure, a versacross access solution was selected for use. During preparation, it was noted that the back of rf wire was peeling off. Thus, the physician opted to open a replacement and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
The device did not return for analysis. However, the reported allegation of insulation damage is confirmed based the media provided.

Event description:
It was reported that during farapulse procedure, a versacross access solution was selected for use. During preparation, it was noted that the back of rf wire was peeling off. Thus, the physician opted to open a replacement and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.